Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: superficial damage to the silicone jacket was observed during evaluation of (B)(6). The heartmate ii lvas IFU is currently available. Stroke and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(6), that would have contributed to the reported event. A direct relationship between the device and the reported hemorrhagic stroke and patient outcome could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 02oct2013. The pump was returned assembled with the driveline intact. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inflow flex section was cut midway through. The sealed outflow graft and outflow graft bend relief were returned attached to the pump. The bend relief collar was returned attached to the outflow graft attachment. The outlet elbow was returned attached to the pump. The pump was exposed to a fixative before being returned to abbott. Visual examination of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations. Examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed or adhered depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient woke up with a headache and was unable to feel his legs. He subsequently fell out of bed and was taken to his local emergency department where he was diagnosed with a large hemorrhagic stroke. He was reversed and transferred to the implanting center. Upon arrival, the patient was very lethargic and minimally responsive. He was intubated. His inr at the time of the event was 1.4, but he was being bridged with lovenox. Given the patient's poor prognosis, the family subsequently decided to withdraw care. The patient passed away shortly after.